Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose readings after recovering from an illness while using the ilet paired with a dexcom g7, with concurrent libre readings that were lower than dexcom; the ilet low alert occurred and the user inquired about pausing insulin delivery. Symptoms included sweating and feeling cold consistent with hypoglycemia. Outcomes included self-recovery without outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education, including guidance that the pause feature is not intended to prevent low glucose and that the system would adjust insulin needs as illness resolved. Investigation of this case revealed discrepant sensor readings between libre and dexcom and that glucose recovered without treatment, indicating unclear causality for the reported hypoglycemia and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.